Event description:
The customer reported that there was an 8 second pause to receive the asystole alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The following functional tests and communication were performed: a philips response service engineer (rse) spoke with the customer and confirmed the issue of asystole alarm not recognized in time. She added the problem is that users accidentally discovered that the *alarm pause in the alarm log was recorded at 8sec in the alarm strip on (B)(6) 2023 = 3:11:01 tele24 8seconds. The customer claimed the malfunction could cause or contribute to harm or injury if it recurs. The allegation was made in the event a potentially serious injury was to occur, which did not happen. The rse confirmed that there was no negative effect on the patient. It was discovered accidentally and escalated to management. The rse informed the customer that how accurate the alarm strip behavior is unknown remotely. The higher alarm overwrites the lower alarm but it is not clear whether the alarm strip labeling should be converted. Also, there were no missing strip or alarm, as the asystole strip is also present. This is almost identical to the first break strip, except for the 5 seconds at the beginning. A good faith effort (gfe) conducted confirmed that there was no allegation of malfunction against the mx-40. The complaint was escalated for technical investigation. A philips product specialist engineer (pse) and a clinical application specialist (cas) reviewed the strips provided by the customer. Results showed that the events in the strips were combined because the patient transitioned from pause to asystole. The customer was looking at the pause strip and seeing the long time between beats, and expected an asystole alarm, when in fact, the asystole alarm strip is a different, separate strip. For tele 24 the customer sent the pause and asystole strip for review.the changes in the patient¿s condition were recognized by the monitor and alarms were generated as appropriate. Based on the information available and the testing conducted, the cause of the reported problem was a misinterpretation on the part of the customer regarding alarms strips, as they were looking at the pause strip and expecting an asystole alarm, when in fact, the asystole alarm strip is a different, separate strip. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.